Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device's sound abatement foam. The patient has alleged severe cough for several months. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was not confirmed. Additional findings included error codes were present in the error log, the software on the device was up to date and the pca did not need to be replaced. There was no evidence of foam particles found inside the device assembly. The device passed the evaluation but was scrapped due to quality. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto device's sound abatement foam. The patient has alleged severe cough for several months. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was not confirmed. Additional findings included error codes were present in the error log, the software on the device was up to date and the pca did not need to be replaced. There was no evidence of foam particles found inside the device assembly. The device was corrected. In addition, appropriate code updated/corrected in this follow-up report.